Event description:
It was reported that a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch generated a leak during the patient infusion. It was stated in the report that even when the connectors are closed, they leak. There was no patient harm reported.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. (B)(6).